Event description:
It was reported that the balloon ruptured, and the procedure was cancelled. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right below the knee or below the ankle. A 3.5mm x 15mm wolverine peripheral cutting balloon and a 1.5mm x 20mm x 143cm coyote es were selected for use. During the procedure, the balloon ruptured upon first inflation within the nominal pressure of both products. The balloon was removed from the patient's body without any problem using the normal method and the procedure was not completed due to same device unavailable. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6).